Event description:
It was reported by the customer that during a carotid artery stenting treatment procedure, "during wire insertion plastic particle has fall out of monorail channel." The physician "didn't proceed with the stent." No patient complications were reported. Further information has been requested about this event.